Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead exhibited no sensing, no pacing, and no impedance values. The right ventricular lead was checked with two different programmers, second set of analyzer cables, and analyzer adapter, with no success. Visual inspection of the lead exhibited no damage and the helix was able to extend and retract normal range.the right ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.